Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 537 and 535 mg/dl. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer did was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that the insulin pump buttons were not responding. The insulin pump will not be returned for analysis.